Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited sudden change on the left ventricular (lv) lead. The impedance values were at 800 ohms since the change was made on the lv pacing vector from lv ring to rv to lv tip to lv ring couple of months back. (B)(6) technical services (ts) reviewed the data and stated the impedance change occurring at the same time as the vector change. The impedance values were within the normal range. Ts recommended to continue monitoring. There is no evidence of lv lead noise. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).